Event description:
A surgeon reported patients (unspecified number) having difficulty with fluorescent lighting following intraocular lens (iol) implant surgery. The patients are implanted with two different model iols. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first model iol.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/05/2010, 02/09/2010, and 02/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).